Manufacturer narrative:
Other, other text: h3: evaluation results: one cadd legacy pump was returned for investigation in used condition. A review of the event history log showed that the pump had produced upstream and high pressure alarms. The investigator was unable to reproduce the low flow alarm alleged by the user. A pressure switch test was performed on the pump. This test revealed that the pressure was high and outside the manufacturer specifications. Three separate delivery accuracy tests were the performed. The average delivery error of the pump was found to be within the published specification of +/-6%. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the downstream occlusion sensor.

Event description:
Information was received that cadd legacy 1 pump displayed an alarm that there was low flow. There were no adverse events reported.